Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that there was a fiber malfunction as analysis identified the tip of the fiber was broken and detached. It is probable that the glass cap detachment resulted from excessive manipulation during use. Additionally, the bend in the metal tip provides further evidence of excessive force and manipulation. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the glass tip of the fiber was broken and detached. Additionally, it was observed that the metal tip was bent. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: before beginning with the surgical procedure, the accustat should be checked for damage during shipment. The accustat is a glass fiber and any damage to the jacket or fiber core will result in the emission of uncontrolled laser energy. Do not probe or attempt to retract tissue with the accustat. To do so may result in fiber breakage. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber was returned without information. Analysis of the returned device identified that the fiber tip was broken and detached.